Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. Unit had missing end cap sticker. No button error alarm noted.

Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. It was stated that the customer was trying to change the infusion set when the insulin pump alarmed button error. The customer could not clear the alarm due to the frozen screen. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.